Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia reported at 514 mg/dl while off the ilet for several days due to a failed sensor and difficulty installing a new teflon infusion set, during which the user administered long-acting and rapid-acting insulin and later reconnected the ilet with assistance and a full supply change. Symptoms included dry mouth, thirst, and headache associated with very high blood glucose. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure for infusion set placement, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.